Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. The right ventricular (rv) lead showed under-sensing. The lead was explanted and replaced the following day. No further patient complications have been reported as a result of this event.